Event description:
It was reported that the pt was placed a PICC line on (B)(6) 2012 for chemotherapy. The nurse chose left basilic vein and the process of insertion went smoothly. On (B)(6), the pt went needed her sixth period of chemo. After infusion, her arm went edema with pain. So the doctor gave the order to remove the catheter. When the PICC nurse pulling out of the catheter, she found the catheter breakage into two pieces, after x-ray examination, and with the help of vascular surgery dept, the catheter was finally removed.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed but the cause is unk. The product returned for eval was a 4fr s/l groshong nxt clearvue catheter in two segments. Residual material was seen throughout the sample, the print was worn on the extension leg. The catheter tubing contained a complete break between the 33 cm and 34 cm depth marking. The proximal segment was patent to infusion while the distal segment was occluded. Microscopic examination revealed that the characteristics of the fracture surface varied. Approx half of the surface was granular and had an uneven surface. The other half of the fracture surface was smooth, finely granular, and the exterior edge of the tubing was rounded. Tactile eval revealed a circumferential impression proximal of the break site between the 34 cm and 35 cm depth marking. The characteristics observed on the catheter are indicative of fatigue failure, which is the gradual fracture of a component that is under cycle loads. Although the exact mechanism of damage is unk, it appears that the catheter was kinked and repeatedly flexed at the break site. A lot history review (lhr) of rewa0784 showed no other similar product complaint(s) from this lot number.